Event description:
It was reported to that the patient was hospitalized due to increase in seizures. Patient's battery is only at (B)(6) but a prophylactic replacement is being considered. No additional relevant information has been received to date. No known surgical interventions have occurred to date.